Manufacturer narrative:
Updated: h4, h6, h11. Corrected: g2, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the broken hf-resection electrode plasma loop issue could not be determined, as the device was not returned to olympus for evaluation, however, the issue was likely due to wear as a result of repetitive use. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, the IFU states that a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that part of the loop portion of the hf-resection electrode "plasma loop" broke. The issue occurred during a procedure. There was no reported patient harm or impact due to this event.